Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated a blood urea nitrogen cartridge (bun) out of range low error and a false high vancomycin cartridge (vanc) result for two (2) different patients. Upon review of the patient data received by the customer also showed one (1) false low glucose cartridge (glu) that was generated. In addition, there were five (5) other patient samples that produced suppressed results for various assays - bun, alanine aminotransferase (alt), magnesium (mg), and phosphorus (phs). All samples were repeated and yielded results within the normal range and were reported out of the laboratory. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event and recovered within specifications; however, level 2 recovered on the high side of the mean. Sample collection and method of analysis was not specified by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the cartridge chemistry (cc) reagent syringe was very stiff in movement and was replaced. Both mixer paddles were slightly wobbly and were replaced by the fse. The fse also replaced the cc sample probe. System performance was verified. Qc was verified for the cc side assays.